Event description:
It was reported that microbore extension set, IV connector had flow issues. The following information was provided by the initial reporter: see feedback below ¿ I have found that this tubing is not as functional as the previous tubing was. The tubing has a smaller inner diameter, which leads to the following issues: difficulty drawing labs. Hemolyzed labs. Resistance when flushing tubing and administering medication. (This would make administering adenosine or epi in a critical situation very difficult and a potential safety concern). IV boluses take several hours to infuse instead of 30ish minutes (even when the IV is large bore like 18g). Patients with CT scans that require contrast are unable to use these IV's/tubing because of the low flow rate.

Manufacturer narrative:
H.6 investigation summary: the three photos taken by the customer do not confirm the failure modes of flow issues - accuracy. No product was returned by the customer. The customer complaint that this weekend, there multiple issues with the new bd maxzero microbore extension set (ref (B)(4) could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9277 lot number 21025647 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that microbore extension set, IV connector had flow issues. The following information was provided by the initial reporter: see feedback below. I have found that this tubing is not as functional as the previous tubing was. The tubing has a smaller inner diameter, which leads to the following issues: difficulty drawing labs. Hemolyzed labs. Resistance when flushing tubing and administering medication. (This would make administering adenosine or epi in a critical situation very difficult and a potential safety concern). IV boluses take several hours to infuse instead of 30ish minutes (even when the IV is large bore like 18g). Patients with CT scans that require contrast are unable to use these IV's/tubing because of the low flow rate.